Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient left a clamp open on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy, in dwell 4 of 4. (B)(4) had the patient cycle power to clear the error, and explained that the error indicated a large amount of air had entered into the disposable set, due to a clamp on an unused line being left open. The patient elected to discard the supplies and contact their dialysis nurse regarding the error. Product surveillance contacted the patient who explained she was able to resume therapy the next day with no problems. The patient notified her nurse, and everything was fine. The patient stated she was taught to keep a line open, but explained she followed up with her dialysis nurse and they told her the correct way to perform therapy. No injury or medical intervention was reported.